Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence due to a fluid loss in the tubing. The aus was explanted. There were no additional patient complications.